Event description:
A malfunction was reported with the code malf 3. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode. The customer will use mdi as a backup therapy, and they were advised to return the malfunctioning pump within ten days using a prepaid label. There was no mention of any notable events occurring prior to the malfunction.